Event description:
It was reported that the 9900 system had a charger failure error code. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The charger pcb, and iso interface pcb were replaced during the service call. The system was tested and found to be working as intended and put back into service.